Event description:
Medtronic received a report that there was in-stent restenosis bilaterally. The event resulted in a hospitalization from on (B)(6) 2022 and percutaneous intervention. The event was resolving on 2022-03-01. A collagenogram blood test was performed which showed normal results on (B)(6) 2022. There was a casual relationship between the disease under study and the adverse event. The event resulted in a new or worsening of existing neurological deficits. The event was casually related to the device and procedure. The patient was undergoing surgery for treatment of a saccular aneurysm in the left internal carotid artery (ica) with a max diameter of 2.6mm and a 2.4mm neck diameter. There was complete stasis at the end of the procedure, there was complete neck coverage at the end of the procedure, and the aneurysm occlusion status was class 1 at the end of the procedure. Additional information was received indicating the patient had left hemiparesis and the event resulted in a hospitalization. In addition, the sponsor assessed the event as a casual relationship to the vantage device, was possibly related to the dapt, and was not related to the procedure. Additional information received reported an aneurysm in the right hemisphere with a diameter of 1.8 mm, dome height 1.4 mm and width 1.3 mm. The aneurysm neck 1.8 mm. There was complete neck coverage at the end of the procedure. Additional information received reported that the stenosis was treated using a balloon opening. The patient tested positive to a patch test for both nickel and cobalt. Both pipelines had been successfully implanted and wall apposition was achieved. Additional information received reported that the sponsor updated their assessment to not related to the procedure and caused by the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.